Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found inside-out insulation abrasions between 49.0 cm to 53.5 cm and 49.0 cm to 49.3 cm from the connector pin. External insulation abrasion was noted between 52.7 cm to 53.2 cm from the connector pin, consistent with lead friction to other device. (B)(4). Failure (event) observed during analysis.